Event description:
Reporter indicated that vns pt has been experiencing daily episodes of vomiting since programmed device output current has been set to 1.25ma. Treating neurologist reportedly did not attribute the vomiting to the vns and increased the programmed device output current to 1.50ma. After the parameter increase, the pt reportedly began having spells of head bobbing and pt would become uncoordinated with "rubbery legs" and " a palsy appearance". These spells reportedly last for about an hour and then resolve. Treating neurologist reduced programmed output current to 1.0ma, but the pt's symptoms have not resolved.

Event description:
It was later reported that the patient's device was programmed off on (B)(6) 2010 because the patient was experiencing episodic vertigo and impaired balance. It was reported that the patient did not have any plans on having the device programmed back to on or having the generator replaced when the battery nears end of service because the patient felt like the device never worked for him and it caused him vomiting during stimulation. Review of clinic notes revealed that the device settings were never above 0.50ma and the physician believes this is why the patient never experienced efficacy with the vns therapy. The patient was programmed to 0.25ma/20hz/500usec/30sec/5min/0.5ma/30hz/500usec prior to being turned off on (B)(6) 2010. Clinic notes from office visit on (B)(6) 2012 revealed that the device remains off and that the patient continues to experience wobbliness. It was noted that the patient reports the wobbliness occurs after taking medications, but not always with medication.